Manufacturer narrative:
This MDR submission is a late submission. There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports experiencing discomfort and inflammation where the aligner is pushing up and cutting into the gum tissue (frenum) in between the two front teeth. Current upper/lower aligner #1. Dental history includes crowns in locations 5, 3, 14, 31, 20, 19 and previous root canal treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.